Manufacturer narrative:
Concomitant medical products: 1688tc lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of phrenic nerve stimulation and diaphragmatic stimulation due to the left ventricular (lv) lead. The lv lead was subsequently explanted and replaced with a new lead in the right ventricular septum. No further patient complications have been reported as a result of this event.